Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the tip of the dcr bur was broken while being used on the patient and procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
H3: analysis found that the device, tyvek envelope, open pouch, and plastic container were returned in a large plastic sleeve (non-original packaging). Upon receipt, the pouch was open on three of four sides, and the open sides were secured with surgical tape. The plastic container contained a piece of white gauze with two small contaminants. Under magnification, these contaminants appeared to be metal-like fragments. Magnification also revealed that the bur tip was damaged. The bur tip was not broken; it was intact but damaged. Traces of contamination were observed between the irrigation and outer tubes. The inner assembly spun freely by hand with no binding observed. The device was loaded into a handpiece and operated in forward mode up to 12,000 rpm. No functional issues were observed during the analysis of the returned device; however, magnification confirmed that the bur tip was damaged. H6: codes updated, previously submitted codes fdm b17, fdr c20, img g04041 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.